Event description:
It was reported that the right ventricular (rv) lead had high threshold and loss of capture. The lead was capped and replaced. It was also reported that the device had unexpected battery longevity, due to the increased battery drain caused by the rv lead. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action and returned product testing found the device did not perform as described in the field action. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: imd49b, implantable pacing lead, (B)(6) 2002. (B)(4).